Event description:
Device 4 of 4. Reference MFR. Report#3006705815-2018-00987. Reference MFR. Report#3006705815-2018-00988. Reference MFR. Report#3006705815-2018-00989. Additional information received indicated the scs leads were explanted and replaced with a penta lead at t8 and t9 vertebral level. Post-operatively, effective stimulation was restored. Issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4, reference MFR. Report# 3006705815-2018-00987, 3006705815-2018-00988, 3006705815-2018-00989: the patient is implanted with four leads and the manufacturer is unable to determine which lead is liable. It was reported the patient had been receiving ineffective stimulation. Surgical intervention may be pending to address this issue.